Manufacturer narrative:
(B)(4). Device not available for evaluation. Device not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. All available information was investigated and a definitive cause for the reported atrial perforation (atrial septal defect) could not be determined. The reported patient effect of atrial perforation (atrial septal defect), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd) requiring intervention. On (B)(6) 2018, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr from 4 to 2. After the steerable guide catheter (sgc) was removed, an intra-atrial bidirectional shunt was observed; therefore, an asd closure device was used to treat the asd. No additional information was provided.